Event description:
In 2005 the family member of the home pt called the baxter largo technical service representative to report that she bypassed the initial drain phase of the patient's peritoneal dialysis therapy and the patient now feels overfilled. The fill volume was at 1370ml's. The technical service representative had the family member perform a manual drain. That drain volume was 303ml's. The technical service representative then helped to place the patient's therapy back into fill phase 1 of 9. The fill volume was set at 1070ml's. The technical service representative stayed on the phone with the family member of the home patient until the fill was complete. The home patient was feeling okay at this point and the call ended with the homechoice device operational; therefore, a swap of the device was not arranged during that call. Baxter product surveillance made a follow up phone call about a month later to the home patient's nurse who reported that she was not contacted and had no record of this event. Home patient's nurse looked at the patient's files and reported no patient injury or medical intervention at the time this event had occurred. Home patient's nurse reported that the home patient had been on tidal therapy with a 1700ml fill volume setting. The home patient had been on 70% tidal therapy due to discomfort during the drain phases of therapy. Since this event, the home patient's therapy has been changed from tidal therapy to ccpd/ipd with a fill volume setting of 2000ml's. The nurse reported that the total ultrafiltration rate of the home patient that same day was 300ml's and a kt/v test had been performed to check the clearance rates for this home patient.